Manufacturer narrative:
The MDR was filed inadvertently. In review of the file, the event has been determined not to be a reportable malfunction as initially reported. Further review of the file determined that the delivery system did not partially deliver the lens into the eye. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: lens not implanted. If explanted; give date: lens not implanted/explanted. (B)(6). Device evaluation: the complaint unit was received and evaluated. The cartridge component was observed correctly engaged into the lower body of the pcb00 device. The plunger component was observed in an advanced position. A portion of the lens was received out of the insertion device. Visual inspection at 10x microscope magnification was performed. The lens was observed to be torn. A portion of the lens was stuck at the cartridge tip. The reported complaint issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu adequately provide the customer with information on proper device inspection before use. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to twisting the pcb00 device for delivery of the intraocular lens, the haptic was already out of the plunger. The lens touched the patient's eye; however, there was no patient injury. No additional information was provided to abbott medical optics.